Manufacturer narrative:
All operating currents were within specification and no unexpected low battery or off no power alarm was noted. However, the battery tube was corroded. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the battery compartment of the insulin pump was corroded and the battery had battery acid on it. The customer's blood glucose was 72 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.